Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received . Only the middle portion of the lead measuring 33.5cm was returned. Analysis found inside-out abrasions at 9cm to 10.1cm and 11.6cm to 12cm from the distal end of the svc shock coil. The etfe coating on one of the cables was exposed and compromised.

Event description:
It was reported that noise was observed on the rv lead. Patient received inappropriate shock as a result. Lead damage was suspected. The lead was explanted.